Event description:
It was reported that the surgery involved placement of a hip spacer. Components used included an all-poly freedom cup and a 12/14, 36mm -6 freedom head. The case was completed; however, the patient experienced a dislocation approximately one hour postoperatively. The patient returned to the or, surgical site was reopened, and surgeon applied traction, but noted that the head continued to dislocate. The head was replaced with a new -3 component. After reimplantation and traction, the hip remained stable, and dislocation did not recur.

Manufacturer narrative:
(B)(4). D10: 802403601 zb 12/14 cocr frdm 36mm x -6 3248139 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, b7, g3, g6, h2, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the cup. Complaint history review cannot be performed without product identification for the cup. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.